Event description:
It was reported that, during an implant procedure, the programmer wand slipped away from the device. An error message occurred on the programmer and the device could not be interrogated. A magnet reset was tried without success. The programmer was then rebooted, and an interrogation was attempted. After the programmer reboot, telemetry was good and there was no error message. The device was successfully implanted. There were no adverse patient effects.